Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device unable to straighten and a drop in blood pressure. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. It was noted that when the "-" knob is used before the steerable guide catheter (sgc) enters the patient, the rear section of the catheter is bent and the tension is relatively large. The sgc entered the patient's body but while returning the device to neutral, the patient's blood pressure dropped. In the "+" direction of the catheter, the response was not obvious when trying to return to the neutral state. When the "-" knob was used the catheter had a certain deflection but the deflection range was not large and the tension was high. The procedure was ended with no change in mr at grade 4+. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported product quality problem and the positioning failure (straighten ¿ unable) could not be confirmed via returned device analysis. The reported improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported product quality problem (unresponsiveness, excessive tension felt by implanter) and the positioning failure (straighten ¿ unable) could not be determined as no issue was identified in returned device analysis. It should be noted that the mitraclip instructions for use states, ¿all catheter manipulations should be done with care. Do not continue to rotate or manipulate any of the handle controls if significant resistance is noted. Use of damaged product may result in air embolism, vascular and / or cardiac injury¿. The reported improper or incorrect procedure or method was associated with the user error of using the sgc in patient despite the detected abnormality. A cause of the reported hypotension could not be determined. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.